Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The device was received fully deployed with corrosion observed on multiple internal components and contamination on the commutator cap. All three battery voltages measured lower than expected and pod download data was unable to be retrieved as a result of the corrosion. As a result of the data loss, it could not be confirmed whether a hazard alarm was generated by the pod. A tear was found on the unexposed portion of the soft cannula which contributed to the observed low battery voltages, corrosion, contamination, and data loss. It could not be determined whether the internal tear and subsequent leak contributed to the reported hazard alarm. The exact cause of the reported hazard alarm could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm/alert/advisory during bolus at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours.